Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected battery power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that troubleshooting was performed for the battery power loss alarm. The customer stated that they did not receive the low battery alert prior to replace battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected battery power loss and unexpected battery power loss not found during testing. Insulin pump passed the self test, the displacement test, active current and sleep current test.